Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/05/2014 with the following findings: the reported cracked display screen was unable to be confirmed or duplicated. Testing confirmed that the display screen illuminated and was functional. Unrelated to the complaint, the text on the display screen was found to be dim, faded and discolored. During testing, the contrast setting was set at '7' and then increased to the maximum contrast setting of '10' with little improvement observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and reported ink spots and cracks on the display screen. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.